Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to uninstall and reinstall the mobile app and to follow up if the battery depletion exceeded 35% per day, which the customer understood and acknowledged. The customer continued to use the pump for insulin therapy.